Event description:
A site rn reported that in an ent case, the system froze while in navigate. The site performed a tracer registration and moved forward to navigate but the screen was not updating and the mouse would not work. The surgeon completed case with no impact on pt outcome.

Manufacturer narrative:
The system was evaluated at the site and approximately 30gb of memory was removed. The system and all instruments were fully functional. There were no further issues.